Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the small battery drive device stopped working. It was not reported if there was a delay in the procedure due to the event. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The small battery drive device was evaluated and the reported condition that the device did not work was confirmed. An assessment was performed but since the device had no power the assessment was not able to be fully completed. It was noted that the device failed the safety assessment (check the off/oscillation/on switch mode function) because the device does not run and when the trigger was pressed there was no function and no motion. During repair it was observed that there was no ampere output on the motor, the components were worn, and there was corrosion on the motor. The assignable root cause of these conditions was determined to be due to improper cleaning, which is user error/misuse/abuse, and wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.